Manufacturer narrative:
Device has not been returned for investigation. Confirmation of user allegation of a potential self test failure has been confirmed.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Device has not been returned for investigation. Confirmation of user allegation of a potential self test failure has been confirmed.